Manufacturer narrative:
Findings: pump received with intermittent up and down button response due to corroded keypad traces. No button error alarm noted during testing. Pump received with minor scratched display window, cracked case at display window corners and cracked reservoir tube lip. Moisture damage was found on electronic and motor assembly.

Event description:
A customer reported via phone call indicating that they dropped their insulin pump in the swimming pool. The customer has a blood glucose level was 183 mg/dl at the time of the call. The customer states that there is fluid/moisture in the device. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.